Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the journal of surgical oncology titled ¿functional outcome and patient satisfaction after primary flexor tendon repair with the modified 4-strand core suture technique by tsuge and using the arthrex fiberloop® with early motion rehabilitation¿. The study reviewed one hundred forty-three (143) patients who underwent flexor tendon repair on the hand using arthrex fiberwire, with the fiberloop to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period, three (3) patients experienced a rupture. Ref: koehler et al. Rupture rate, functional outcome and patient satisfaction after primary flexor tendon repair with the modified 4-strand core suture technique by tsuge and using the arthrex fiberloop® with early motion rehabilitation. J. Clin med. 2021 sep 30;10(19): 4538. Doi:10.3390/jcm10194538."

Manufacturer narrative:
Adding CAPA-00531 cross referenceinvestigation is in process. A follow-up report will be provided upon availability of additional information.